Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative. D9: part returned. E1: reporters state: (B)(6). H3, h4, h6: device history lot. Part # 311.43. Synthes lot # 5544264. Supplier lot # na. Release to warehouse date: 11 jul 2007. Manufactured by synthes brandywine. No ncr's were generated during production. Device history batch null, device history review review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Investigation summary: background: back end of the screwdriver handle broke off while inserting a screw. Please replace directly to the customer. Concomitant device reported: unk - screw: (part# unknown; lot# unknown; quantity: unknown). This complaint involves one (1) device. Investigation flow: damage. Visual inspection: the handle with quick coupling, length 110 mm (p/n: 311.43, lot number: 5544264) was received at us cq. Visual inspection of the complaint device showed the endcap on the proximal end had broken off. Device failure/defect has been identified dimensional inspection: a dimensional inspection was not performed due to post-manufacturing damage. Document/specification review: 311_43 rev r (current) and rev j (manufactured) were reviewed. No design issues or discrepancies were identified. Complaint was confirmed. Investigation conclusion: this complaint is confirmed as the endcap on the proximal end had broken off. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021 the patient underwent for a surgery. During the surgery, the back of the screwdriver handle broke off while inserting a screw. There were no fragments are generated. The surgery was completed successfully with 2-minutes delay. There were no patient consequences reported. Concomitant device reported: unk - screw: (part# unknown; lot# unknown; quantity: unknown). This complaint involves one (1) device this report is for (1) handle with quick coupling, length 110 mm this is report 1 of 1 (B)(4).